Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. The products have been requested back for investigation. A follow-up will be submitted once additional information is obtained. Note: the exact date of the medical event is unknown. It was reported that the medical event occurred in (B)(6) 2012. (B)(4).

Manufacturer narrative:
Returned meter is a freestyle freedom lite. Returned test strip vial is freestyle. Freestyle test strips are not compatible with freestyle lite meters, therefore meter was tested with retain test strips. Meter powered on with button and with insertion of strips. Did not observe meter turn on then off after strips were inserted. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Caller reported that customer was unable to test due to a port issue and receiving ER-1 message on her adc meter. Caller further reported that at unknown date in "(B)(6) 2012 in the morning" customer experienced symptoms of "high blood sugar", "fell and hit her head" and had a loss of consciousness. No self-treatment was reported. Paramedics were called, caller was unable to recall whether any treatment was provided, but stated that customer was transported to a local health facility. At a local health care facility customer was diagnosed with hyperglycemia and treated with "metformin and cholesterol medication". During troubleshooting with customer service it was determined that customer was using expired test strips (expiration date 30apr2009). There was no report of death or permanent impairment associated with this medical event.